Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) numbers k011028, k013227.

Event description:
It was reported that an implant at tooth site # 1 was removed due to a fracture at the implant collar. The patient came in to have the crown tightened, and upon inspecting the area, the doctor found the implant head fractured. No impact on the patient reported.